Event description:
It was reported that the right ventricular lead had noise which led to a brief loss of capture. The lead was capped and replaced with the pace/sense portion of the existing high voltage right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005. (B)(4).